Event description:
The customer called to report a blank display. Troubleshooting was performed, and there was corrosion inside the battery compartment. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and battery cap contact.